Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that at the time of the index procedure the patient coded at the end of the procedure but was revived. Per the physician's statement the cause is unknown. The patient returned with a cold leg and an occlusion was identified. Per the physician's statement the occlusion was due to gate compression of the main body. The physician performed an intervention where a fem-fem procedure was done and the occlusion was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).